Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no label on the bd nexiva¿ closed IV catheter system shelf carton. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a missing label on the shelf carton. According to the customer's report, when the shipping carton was opened, it was found that there was no label on the shelf carton."

Manufacturer narrative:
Investigation summary a sample was received, but investigation was performed on photo only. Our quality engineer inspected the photograph submitted for evaluation. The photograph displayed a nexiva dispenser box which has the label missing confirming the reported defect of label missing. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error. Dispenser labels are either placed manually by operators or in line by automated systems where labels are placed on the folded boxes and a vision system verifies label quality. Labels placed manually are done offline on boxes rejected by the vision system where operators will print and place the labels onto the unformed boxes. Operator error is likely the result of a missing dispenser label as the vision system is challenged during production at regular intervals. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was no label on the bd nexiva¿ closed IV catheter system shelf carton. The following information was provided by the initial reporter, translated from japanese: "this is a report about a missing label on the shelf carton. According to the customer's report, when the shipping carton was opened, it was found that there was no label on the shelf carton."